Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump not working well and probably got wet and therefore there was a moisture . The customer¿s blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
During power up, the middle (enter) keypad button did not work. Did not note any signs of previous moisture presence on the boards and motor inside the device. After swapping the boards into another case and after swapping a known good electrical board, the keypad problem remained. The keypad problem seems to be isolated to electrical board. Unable to perform displacement, sleep current measurement, and active current measurement tests due to the keypad anomaly.